Event description:
A report was received that a patient underwent a pocket revision due to discomfort. The physician relocated the pocket location from the back to her front. The patient is reportedly doing well following the procedure.